Event description:
It was reported per medwatch report that the incident involved a (B) (6) male pt. "One point five cc was inserted and the balloon ruptured in the pt. The balloon would not withdraw. After manipulation, it was withdrawn leaving the co2 gas floating in the right atrium. Add'l work was done and co2 was extracted by the physician. The pt remained stable throughout the procedure. The scheduled procedure was completed with no further complications to the pt." The rn stated that "per the IFU the angiographic balloon takes 3 cc of co2 gas." Received f/u phone call from rn on (B) (6) 2010 stating that upon speaking to the dept there was nothing that the physician did to extract the co2 from the pt. The co2 just "bubbled out".

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.